Event description:
It was reported that during an unknown procedure, they fired the device and everything worked fine. They checked the rings and everything looked good. They filled the cavity up with fluid to check for leaks. There were no leaks. Two days post-op, the patient returned with a leak. They went in, examined and it looked okay. The surgeon over sewed the area with silk suture. The present condition of the patient is unknown. The device was discarded. Additional information has been requested.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.